Event description:
It was reported that during a total laparoscopic hysterectomy procedure, at commencement of procedure, ports were insitu. Related product-ethicon port excel size 5 or 10 mm. The patient placed in laparoscopic operative position with head to the floor. The patient's pressure dropped; anaesthetist advised the surgeon and wanted gas used to inflate abdomen dropped. The anaesthetist then dropped gas and flattened patient. During this process, the trocar scraped bowel. Faeces were visible in abdominal cavity causing contamination. The procedure was stopped, and the colorectal surgeon was summoned from an adjoining theatre. He repaired the bowel. The total laparoscopic hysterectomy (tlh) procedure was aborted. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product code involved. Please explain the steps to desufflate the patient? Did they open one stop cock or did they remove the trocar while pressing on the patient's abdomen? How quickly did they desufflate? Was an obturator in the trocar upon removal? If so, bladed or bladeless? How quickly did they desufflate? How many trocars were placed? What were the size of the trocars (product codes if possible)? Please clarify what is meant by "aborted." Was the laparoscopic procedure aborted and the procedure was completed open? Or was the entire procedure aborted? Was there change in the patient's post operative care as a result of the event? What is the patient's age, weight, sex? Did the patient have any pre-existing conditions? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.